Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that lens implantation was unsuccessful (no further information available) and that cataract surgery was converted to an anterior vitrectomy. The healthcare facility has been contacted and asked to supply additional information to facilitate further investigation of the event. Our review of production records for the rayone emv rao200e batch 016289341 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 016289341. There is insufficient information available to make any assessment as to causation of the lens implantation being unsuccessful and/or the need to modify the surgical procedure.

Event description:
On 20th april 2026, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone emv rao200e. The event description provided states that lens implantation was unsuccessful (no further information available) and that cataract surgery was converted to an anterior vitrectomy.